Manufacturer narrative:
Two heel warmer sample pouches were returned. One pouch was the current revision 006 and the other was an older version 004. The lot identification can not be determined. Each sample was activated and no further temperature testing can be performed, however, the older pouch when visually compared to the current version appears hardened. The facility reported a stock check was performed and no further revision 004 old version was located in the supply chain. Storage and handling for product sample can not be confirmed and it is possible that product remained in inventory for a longer period of time and may have subjected to evaporation contributing to temperature observation greater than stated on the package. (B)(4).

Event description:
Nurse activated a warmgel infant heel warmer and felt it was abnormally hot. No patient involvement in this event, the condition was discovered before the heel warmer was used. The lot number could not be determined.